Manufacturer narrative:
Device evaluation: the unit returned matches with (B)(4). Visual and tactile inspection revealed that the device was kinked along the body. All measurements taken of the outer diameters are within the specifications. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06171. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication, but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06171. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.